Event description:
A diamondback 360 coronary orbital atherectomy device was used to attempt to treat a lesion in the proximal left anterior descending (lad) artery. The physician attempted to activate glideassist. Manipulation of the oad became difficult when advancing and retracting the oad in a calcified area. The oad was removed. The patient's heart rate and blood pressure began to decrease, and epinephrine was administered. The patient appeared to be stable. Stents were placed via the kissing balloon technique. A perforation was noticed in the left main artery. Pericardiocentesis was performed and a vacuum placed. A surgical consult was called. The patient was sent to cardiovascular intensive care unit (cvicu) for monitoring and was in stable condition.

Manufacturer narrative:
Investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The oad was returned to csi without the guidewire. Analysis revealed biological material on the driveshaft located at the crown section. It is unknown if the biological material accumulation is related to the reported complaint. The morphology and root cause of the accumulated biological material was unable to be determined. Review of the data log identified stall events. It is unknown if the stall events are related to the reported complaint. When tested, the oad functioned as intended. Csi ID: (B)(4).